Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. No fluid leaks were found during removal of the test cassette. The cycler underwent and passed a patient sensor check and a mushroom head check. An internal visual inspection identified evidence of dried fluid within the recess of the bottom cover adjacent to the pump and hp filters. The cause of the encountered dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to fresenius technical support (ts) that a fluid leak that occurred during the patient¿s pd treatment. Prior to discovery of the fluid leak, an m31 air detected in cassette alarm had occurred during fill 1 of 5. They contacted ts for assistance troubleshooting the alarm. After failing to bypass the alarm, they were advised to cancel the treatment and start over. When the cassette door was opened to remove the cycler set, fluid started dripping out. The contact reported seeing moisture on the back of the cassette. The contact was unsure where the leak was coming from, and they did not identify any damage on the cassette. The patient completed their treatment by performing manual pd exchanges. The ts representative advised that the patient discontinue use of the cycler and a replacement cycler was issued to the patient. The patient was also advised to inform their pd registered nurse (pdrn) of the replacement. Upon follow up, it was confirmed the patient was trained to perform stat drains, as well as manual pd therapy if necessary. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient's pdrn was notified of the event. It was also confirmed that the replacement cycler was received, and the patient was said to be continuing pd therapy on the new machine without any further problems. The old cycler was picked up and returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to fresenius technical support (ts) that a fluid leak that occurred during the patient¿s pd treatment. Prior to discovery of the fluid leak, an m31 air detected in cassette alarm had occurred during fill 1 of 5. They contacted ts for assistance troubleshooting the alarm. After failing to bypass the alarm, they were advised to cancel the treatment and start over. When the cassette door was opened to remove the cycler set, fluid started dripping out. The contact reported seeing moisture on the back of the cassette. The contact was unsure where the leak was coming from, and they did not identify any damage on the cassette. The patient completed their treatment by performing manual pd exchanges. The ts representative advised that the patient discontinue use of the cycler and a replacement cycler was issued to the patient. The patient was also advised to inform their pd registered nurse (pdrn) of the replacement. Upon follow up, it was confirmed the patient was trained to perform stat drains, as well as manual pd therapy if necessary. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient's pdrn was notified of the event. It was also confirmed that the replacement cycler was received, and the patient was said to be continuing pd therapy on the new machine without any further problems. The old cycler was picked up and returned to the manufacturer for physical evaluation.